Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Additional information: the spectra optia operator's manual directs the operator of the proper manner and sequence to connect solutions. Root cause: based on the customer statements, the root cause of this incident is determined to be operator error. As soon as the operator was informed of the error, she immediately terminated the procedure.

Manufacturer narrative:
Feedback was provided to the customer regarding the operator error in switching the anticoagulant citrate dextrose solution (acda) and saline fluid lines.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an incident of operator error in switching the anticoagulant citratedextrose solution (acda) and saline fluid lines. The operator connected acda to the salineline and saline to the acda line and primed the exchange set. The error was identified and the set was unloaded prior to patient connect. No patient (donor) was connected at the time of the event. No patient (donor) information is reasonably known. The spectra optia exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to correct information provided. The spectra optia apheresis system essentials guide directs the operator of the proper manner and sequence to connect solutions.